Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, missing reservoir tube o-ring and cracked battery tube threads. The test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted during testing. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was chipped. The customer reported that the reservoir was loose when in place. The customer's blood glucose was 140 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.